Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product serial number was not provided. Lens was not implanted; therefore, not explanted. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke during insertion. The doctor mentioned that he has used this iol before without problem, so he is not sure why something went wrong this time. The doctor believes he may have loaded the iol incorrectly but is not certain. No additional information was provided to abbott medical optics.